Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective drawer board. The field service engineer replaced drawer board to resolve the issue. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system screen was down and not working when user trying to issue medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.